Manufacturer narrative:
The device was evaluated by zoll approved service provider. The customer's report was observed during initial testing; however, after the device software was upgraded to 2.32.06.00, the report was no longer seen. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.